Manufacturer narrative:
The complaint of an over infusion could not be confirmed or reproduced. ¿ review of the provided ikp data showed no data for the reported event date. ¿ inspection and testing could not be performed since no device was returned for investigation the root cause of the reported over infusion could not be identified. Ikp data review.

Event description:
It was reported that the patient was ordered to receive 0.78ml/hour of tranexamic acid 100mg/ml as a continuous infusion, but they received the entire volume at 7.8 ml/hour. The tranexamic acid was dispensed as 10ml volume in a 10ml syringe. The infusion details cannot be located when reviewing data from 20nov2019, however the records show that the same event details occurred on (B)(6) 2019 on the same patient. It's unknown if the date and time on the device was correct or had been changed. It appears the user was working within the critical care profile on the device, and it appears the infusion was "overridden".

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Additional information has been requested, but not provided.

Event description:
It was reported that the patient was ordered to receive 0.78ml/hour of tranexamic acid 100mg/ml as a continuous infusion, but they received the entire volume at 7.8 ml/hour. The tranexamic acid was dispensed as 10ml volume in a 10ml syringe. The infusion details cannot be located when reviewing data from (B)(6) 2019, however the records show that the same event occurred on (B)(6) 2019 on the same patient. It's unknown if the date and time on the device was correct or had been changed. It appears the user was working within the critical care profile on the device, and it appears the infusion was "overridden".